Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in hong kong. It was reported that the rotaflow console displayed the error message ¿err¿ during patient transport. The device was immediatly turned off and after restarting the rotaflow console displayed no flow rate and only ¿---". The emergency drive was used to support the patient. The reported error message could not be reproduced. No harm to any person has been reported. Due to the reported pump stop during treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in hong kong. It was reported that the rotaflow console displayed the error message ¿err¿ during patient transport to another hospital. The customer could not remeber the exact error message. The device was immediatly turned off and after restarting the rotaflow console the lpm value was not displayed only ¿---". The emergency drive was used to support the patient. No harm to any person has been reported. Due to the reported pump stop during treatment a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and during the investigation the reported failures "unknown error message" and "lpm value not displayed" could not be reproduced. The device was working as intended and no error alarm occurred. Based on these investigation results the reported failures "lpm value not displayed" and "unknown error message" could not be confirmed. The most probable root cause for the reported failures could be determined as a user error as the device was used out of the intended use of the device according to the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15 chapter 2.1.4. The review of the non-conformities was performed on (B)(6) 2024 and during the period of (B)(6) 2014 to (B)(6) 2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2014. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure "shut down during transport", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.1.4 intended use environment the rotaflow system is intended for use within clinical institutions. The rotaflow is not intended for transport outside of the hospital. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).